Manufacturer narrative:
The insulin pump was received with normal operating currents and no blank display was noted. However, the device had failed battery test alarm due to corroded battery tube. It also had a missing end cap sticker.

Event description:
The customer reported via phone call that 3 weeks back he received an error alarm and then, a couple of days back, the insulin pump was shutting off. The customer stated that the display was blank for less than 30 seconds. Blood glucose value was 128 mg/dl. During troubleshooting, the customer stated that he was unable to remove the battery cap. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and the customer agreed to return the product for analysis.